Manufacturer narrative:
The subject device underwent a visual and functional inspection. The device was determined not to meet the device specifications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): handling of devices (caution): do not apply strong force or shock to any part of the camera head. Doing so may cause the device to malfunction. Do not strongly grip, pull, twist, or squeeze the camera cable. Also, do not make small bends (less than 20 cm in diameter). Do not subject the camera head section or the video connector with electrical contacts to strong shocks. When bundling camera cables, wind the cables so that they do not twist. Alternating the top and bottom of the cable loop overlap will allow you to wind the cable without twisting it. When straightening the cable, release the loops slowly without pulling on the cable. Failure to do so may cause the device to malfunction." Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during device evaluation, the camera head exhibited cable flooding. There was no patient involved.